Manufacturer narrative:
The reported event, the housing opened, was confirmed. Through functional and visual evaluation, the technician found that the latch lever was worn, a deformed latch lever can cause the housing to open.

Event description:
It was reported that the aseptic housing opened up during a surgical procedure at user facility. Nothing fell on the surgical site. The procedure was completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the aseptic housing opened up during a surgical procedure at user facility. Nothing fell on the surgical site. The procedure was completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.